Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on april 15, 2019 with blood glucose of 200 mg/dl due to diabetes ketoacidosis and ketones. The customer also stated that, the infusion set had bent cannula. The customer declined to perform a care-link upload and the insulin pump had insulin flow blocked alarm. The customer was admitted to emergency room hospitalize because of high ketones not every time in pain, using topical solution. Cream and clean with alcohol and insert generally every 3 days, customer change her infusion set. The device will not be returned for analysis. Ozp-mmt-7020,frn-mmt-332,unomed.inf.set.